Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. There was contrast in the balloon and lumen. Microscopic inspection found no irregularities or damage with the balloon. An inflation device filled with water was used to inflate the device to nominal pressure. Device held pressure for 5 minutes, without any leakage in the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities or damage with the tip. Microscopic and tactile inspection revealed the inner shaft that was located inside the entire balloon was flattened and twisted, starting at 5mm from the tip of the device and was 13mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After the stent was deployed, an 8mmx3.00mm nc quantum apex¿ balloon catheter was advanced for post dilation. However, the balloon ruptured at nominal value. No segment of the device was detached inside the patient. The procedure was completed with nc emerge balloon catheter. No patient complications were reported and the patient's status was good.